Manufacturer narrative:
The device was not returned to the manufacturer for investigation. If additional info is received, a follow up report will be filed.

Event description:
It was reported that the device collected approximately 500 ml of blood. Only about 300 mls could be transferred to the blood bag. It was decided to discontinue the transfer, and the pt was given a blood transfusion from a blood bank.